Event description:
A customer reported experiencing multiple intermittent occlusion alarms. The customer's blood glucose level did not exceed 500 mg/dl, and it was confirmed there was no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin without requiring further assistance.